Manufacturer narrative:
The device was not returned for analysis; however a photo provided by the account confirmed the reported premature activation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that inadvertent mishandling while unpackaging the device caused the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedural preparation, the 6x40mm absolute pro self-expanding stent (ses) was partially deployed when pulled out of packaging; however, the stent struts were not flowered. Therefore another same sized absolute pro ses was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.